Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock after the patient backed up against the theft device system at (B)(6) store. This device was checked in a physician's office with a local area sales representative and it was confirmed that the shock was caused by something external to the patient. The caller was resistant to provide patient detail or any further information as she was uncertain how much she was allowed to disclose. The caller had concerns that steps may need to be taken to protect other patients from this "risk". The technical services consultant stated that they would have someone in-house contact this caller during normal business hours to discuss device behavior and this issue. This call log was forwarded to the legal department for follow-up also.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative indicated upon evaluation of the patient and device with a physician that there was pacing inhibition as well shock delivery for this pacer-dependent patient. No further action was deemed necessary beyond the evaluation for this patient and their device. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Most recently, this medical device was explanted for normal battery depletion. This medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.